Event description:
It was reported that during a gastrectomy procedure, the device could not be released after firing. As the tension occurred to the anastomosis site when he tried to pull out the device, a roux en-yk anastomosis was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.